Manufacturer narrative:
Initial.

Event description:
It was reported that the user changed the ilet pump sensor and supplies due to high glucose readings, then remained elevated after a subsequent meal; fingerstick measured 291 mg/dl while the pump displayed 332 mg/dl, and tubing showed no visible leak or moisture, with hyperglycemia categorized as cause unclear. Symptoms included hyperglycemia without additional clinical signs, symptoms, or conditions. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed no findings available, with insufficient information to identify a medical device problem or an implicated device component. It was concluded, based on previously established findings for similar reports, that the cause was not established. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.